Manufacturer narrative:
The event of "angioedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, product status and patient details has been requested. No additional information is available at this time device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Method of use-posology ¿ do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema.

Event description:
Physician reports patient experienced angioedema after being injected with 0.5 ml of juvéderm® voluma¿ and juvéderm® volift¿. Treatment indicated as 40 mg prednisolone, fexofenadine and area was iced. Physician reports 'some improvement.' This relates to juvéderm® volift¿. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01750 ((B)(4)). This is the second MDR submitted for the second suspect product, juvéderm® volift¿.